Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -12.50/2.0/092 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens was replaced with a longer length lens due to low vault on (B)(6) 2021. This resolved the problem. Reportedly, eye quiet, vision 6/6, patient accepting 0.5 cylinder, patient happy.

Manufacturer narrative:
This product is not marketed in the us. Claim# (B)(4).